Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. As the customer was not receiving the alarm when tandem tech support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.